Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging quality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.